Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The unique device identifier (UDI #) is unknown because the serial number was not provided.

Event description:
It was reported the patient and physician had noted skin break down around the lead site. Physician did not believe erosion had occurred, rather skin had broken down due to ulceration and localized skin irritation. In turn, surgical intervention was undertaken on (B)(6) 2021 wherein physician debrided and washed out the area around lead site. Local antiseptics and antibiotic were used. Patient is on oral antibiotics. As per pathology results, mild skin infection was confirmed. The issue is being monitored but is expected to resolve.